Event description:
It was reported the device was used during a laparoscopic abdominal hysterectomy procedure. It was reported by the affiliate that the device would not fire. The cartridge was removed and the device was fired four times with reload cartridges. Tere was no problems with the firing of the reload cartridges. Patient was a 42 year old female. Additional information received on 10/2/97. It was stated by the affiliate that there was no patient consequence. Co changed the consequence to patient field to reflect the additional information received.